Event description:
Same case as MDR ID# 2134265-2012-00268. (B)(6). It was reported post a percutaneous coronary intervention with stent implantation stent restenosis occurred. The patient presented due to unstable angina (braunwald class iiib) and cardiac catheterization was recommended. The lesion was located in the proximal rca (right coronary artery). It was described as 45mm long, with a vessel diameter of 3 mm and 100% of stenosis with thrombus present. The lesion was treated with pre-dilatation and placement of overlapping 3x24mm and 3x28mm promus element stents with 10% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. Post index procedure, in (B)(6) 2011, coronary angiography showed 95% in stent-restenosis in the proximal to mid rca. The patient was treated with cutting balloon angioplasty and placement of a drug eluting stent in the mid rca with 0% residual stenosis.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).